Event description:
Patient reported that device would change basal rate setting on its own (even with the device locked). Patient noticed this problem occurring for about one week, and their blood glucose levels were going up and down, so they switched to their back-up device. Patient was able to correct blood glucose on their own.